Event description:
A nurse reported that during a procedure, a system error occurred, the tactile screen became blocked for the light function and later at the end of the procedure, the system crashed for all functions. The surgeon had to finish the silicon injection manually. Additionally information has been requested but not received to date.

Manufacturer narrative:
A service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).